Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 3300tfx21mm implanted in the aortic position was explanted after an implant duration of five (5) years and nine (9) months due to calcification leading to stenosis (poor opening) with a mean gradient of 52mmhg. Reportedly, as per hospital evaluation on explant, the base of the left and noncoronary cusps were calcified with poor opening. Commissures were not fused. The prosthetic aortic valve was showing gradually increasing stenosis. This case involved a 66-year-old patient who presented with dyspnea. A non-edwards mechanical valve was implanted in replacement. As reported, the patient was noted as to be discharged home fully recovered.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of diabetes. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
H10 manufacturer narrative: the device was sent to our product evaluation laboratory for a full evaluation. Customer report of calcification leading to stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis and leaflet thickened. Moderate hos tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4 millimeters on leaflet 1 and 3 millimeters on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth was observed on the stent circumference at the inflow aspect. A suture remained attached to the sewing ring around leaflet 2. Sewing ring was cut off and exposed the metal band around the valve on the inflow aspect. Wireform was exposed on commissure 1 on the outflow aspect. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.